Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was having low blood glucose. The mother stated her daughter's blood glucose was 40 mg/dl. She stated her daughter had sugar tablets and her blood glucose remained at 40 mg/dl. The mother also stated her daughter's blood glucose rose to 539 mg/dl from 39 mg/dl the previous night. The mother also reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. It was reported the customer had mild diabetes ketoacidosis, leading to the hospitalization. The mother also stated the daughter had bent cannula which caused the hospitalization. The daughter was treated with an IV of fluids and an insulin drip. The mother also reported that the meter does not always transfer to the insulin pump. No additional information provided.